Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9206079. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one picture sample was received for evaluation by our quality team. Through examination of the sample the photo shows a syringe with no packaging flow wrap with solution and the tip cap. There are two black spots in the luer lok thread. Analysis of the actual sample would help to identify the source of the foreign matter. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause of the defect could have resulted when the syringe was "sucked" and the foreign matter was induced into the tube and the plunger rod was pulled back. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 3 ml saline fill china sp had foreign matter. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse sealed the tube for the child, it was found that there was a black millet-sized foreign matter in the flush, which floated up and down when the syringe was sucked, immediately stopped using it, sealed the syringe, and replaced it with a new one to seal the tube.